Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The report event of fractured lead was confirmed. As received, visual inspection showed the returned lead was found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-21518. It was reported the patients l2 leads had fractured. Surgical intervention was undertaken to explant the leads. During the procedure the right side l2 lead was able to be removed. The left l2 lead was unable to be removed and further surgical intervention may be pending.

Event description:
It was reported during follow up surgical intervention was undertaken on (B)(6) 2020 during which the left l2 lead was explanted and replaced.